Event description:
It was reported that a homechoice cassette leaked from an unspecified location. Water was found inside the door of the cycler. The patient was not connected during the time of event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot #: dr24i09079 (previously submitted as dr24109079). Correction made to g1: device manufacturer name: ecm - baxter healthcare - haina (previously submitted as baxter healthcare - dominican republic).

Manufacturer narrative:
Additional information d4 (expiration date, UDI#), h4, h6 and h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.